Event description:
The pt reported that she began using her new insulin infusion device, and her blood glucose readings immediately went to over 600 mg/dl. She stated she would bolus to correct her readings, but the readings would then elevate again. The pt stated, she programmed her basal rates again today, and believes she never had her basal rates programmed in correctly before. The proper procedure to set basal rates and change the insulin cartridge were reviewed with the pt. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.